Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a roux-en-y reconstruction, during gastrojejunostomy, the device cannot be fired. It was stated that when pressing down the green button the display was different from usual. The surgeon was able to press the green button and the at the time that the firing button was pressed, the device could not fire. After the device was removed from the tissue, the surgeon felt that the jaws could not be closed tightly. Another cartridge was used to complete the case. There was no patient injury.